Event description:
Device malfunction: partial, premature deployment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that an absolute stent was found prematurely, partially deployed during unpackaging and handling for device preparation. There was no pt involvement. Although requested, there is no add'l info available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. The conclusive root cause for the incident could not be determined. The product was not returned to abbott for failure mode analysis and confirmation, and limited info was provided with the event. There is no indication of a quality issue. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.